Event description:
Customer has reported (B)(4) to the technical sale specialist on (B)(6) 2018, during a routine visit that the hla-c allele assignments obtained using lifecodes hla-c eres sso typing kit (lot 01317b) for sample (B)(4) did not agree with the patient first dna sample assignment which was obtained using an alternate vendor kits back in 2015. The alleles assigned for sample (B)(4) on (B)(6) 2018 were hla-c*18:01 homozygous compared to hla-c*18:01, c*03:03 for the first sample by the alternate vendor's kit back in 2015. The customer indicated as part of their internal investigation, they repeated the sample using the above mentioned lot number and got similar results i.e. Hla-c*18:01 homozygous for sample (B)(4) and hla-c*18:01, c*03:03 heterozygous for the sample. As part of the same internal investigation sample (B)(4) was tested using pcr-ssp, hla sequencing assay, which gave hla-c*18:01, c*03:03 heterozygous assignment similar to the alternate vendor assignment back in 2015. Immucor technical support identified that the customer was using the product off label where set up of the assay was using a 1/2 volume protocol. The customer was advised to retest the sample using the standard protocol indicated in the IFU. The customer obtained the same results on the repeat testing, hla-c*18:01 homozygous when using the lifecodes hla-ceres sso typing kit. Immucor technical support reviewed the results sent for the second assay performed and although the run was technically valid, the mfi values of the consensus probes were almost half the values of the consensus probes of the other samples in the run. Dna concentration and purity was confirmed with the customer run and identified the customer was again using 1/2 volumes. A site visit was requested of the customer and the customer declined a visit from immucor field service. Immucor final product quality control records have been reviewed and confirmed that all qc specifications were met for final product and threshold testing.